Event description:
It was reported during a laparoscopic cholecystectomy when the er320 instrument was fired the clip crossed at the distal tips and caused a perforation of the cystic duct. Another clip applier was used to complete the case. The pt went home after the cause and is reported to date to be fine.